Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 2 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. Furthermore, lens damage and a bent haptic was observed, which can be attributed to handling. The lens was cleaned, and no additional cosmetic defects were observed. ¿dc-haptic damage¿ was confirmed, however the complaint issue was confirmed during handling, and therefore cannot be confirmed to be related to manufacturing. Device partially delivered could not be confirmed, because the lens was received outside/without a cartridge tip. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a bent haptic. The event was observed when inserting the iol into the eye; therefore, the lens was partially inserted. There was no patient injury and the procedure was completed successfully using another lens of same model and diopter. The patient is doing fine. No further information is available.